Manufacturer narrative:
A visual examination of the returned device found that the distal end of the clear outer sheath was pushed back from the distal end of the coil for a length of 3 millimeters. The proximal end of the sidecar was found to be deformed and torn jaggedly towards the distal end of the device for 5.4 centimeters. The distal remnant of the pull wire including the basket was not returned. The pull wire had broken distal to the handle cannula and proximal to the crimp sleeve. Both breaks were angled indicating that the wire had most likely sheared apart. The condition of the returned incident device was consistent with the complaint incident that the wire of the device broke two times. From the evaluation of the returned device, the attempts to crush the stone and detach the basket tip were not successful and the pull wire broke in two places instead of the tip detaching. Therefore, the device failed prior to the basket tip detaching or the stone breaking up. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, after capturing a stone approximately 1.2cm in size, the stone could not be removed from the duct due to the large size. The team then attempted to perform mechanical lithotripsy with an alliance device. However, the stone was too hard and could not be crushed. Additionally, while performing this lithotripsy, the pull wire broke at the handle and the basket tip failed to detach. A second attempt to detach the tip was made using an emergency handle, but the wire broke again. At this point, the patient was sent to surgery so that the basket and stone could be removed from the patient. The account was unable to provide information related to the outcome of the surgical intervention.

Manufacturer narrative:
(B)(4) - no code available (surgical intervention required).(B)(4) - no code available (tip won't detach).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2010. According to the complainant, after capturing a stone approximately 1.2cm in size, the stone could not be removed from the duct due to the large size. The team then attempted to perform mechanical lithotripsy with an alliance device. However, the stone was too hard and could not be crushed. Additionally, while performing this lithotripsy, the pull wire broke at the handle and the basket tip failed to detach. A second attempt to detach the tip was made using an emergency handle, but the wire broke again. At this point, the patient was sent to surgery so that the basket and stone could be removed from the patient. The account was unable to provide information related to the outcome of the surgical intervention.